Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and analyzed the system log file, which revealed a failure in the flexviewing pc for the flexspot. The cause of the flexviewing pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexviewing pc and reloading software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.

Event description:
It was reported to philips that the system did not boot up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.